Event description:
A customer observed postively biased tsh results when using quality control fluids on the vitros eci analyzer. Biased results of the direction and magnitude observed may lead to appropriated physician action. No patient results were reported. There was no allegation of patient harm as a result of this event.